Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
The implantable cardiac defibrillator system was returned with no information from a (B)(6). A database search revealed that the patient had died less than (B)(6) from implant. Follow up has been inconclusive on device involvement. Cause of death has been requested and not yet received.